Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient¿s spouse reported injection in the cheeks/malar area with 1 syringe of juvéderm voluma® xc. About 2 months later, the patient experienced ¿swelling and bruising on the left cheek bone with a dark red color, the cheek was a golf ball size originally.¿ the patient was treated with a medrol dose pack, bactroban, and bactrim. Fluid was withdrawn from the area via aspiration, cultured, and revealed a staph infection. Symptoms have resolved. The patient had juvéderm® injected two years ago and had a similar reaction; however, the healthcare professional could not provide any additional information. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00871 (allergan complaint # (B)(4)). This MDR is being submitted for the unspecified juvéderm® injection 2 years ago.